Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric lesion with 75% stenosis in the mid left anterior descending artery (lad). The 2.5 x 15 mm rx trek balloon catheter was advanced pre-dilatation; however, the balloon ruptured during first inflation at 5 atmospheres. There was no resistance advancing or removing the balloon catheter. The device was changed to a 2.5 x 15mm non-abbott balloon catheter and dilatation was performed several times. A xience xpedition stent was deployed and post dilatation was done to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint handling database indicated there had been no similar balloon ruptures incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.